Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, g3, h2, h3, h4, h6 & h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The cause of the problem could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during cleaning and disinfection. The intended procedure was completed using a similar device. There was no patient involvement.

Event description:
It was reported that the camera head had no image. The issue was found during cleaning and disinfection. The intended procedure was completed using a similar device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.